Manufacturer narrative:
Per further engineering evaluation, the reported condition was verified that the lower clamp required excessive force to lock in place. The cause was due to normal mechanical wear of lower screw outside diameter. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. The returned part was found to be in good condition with no apparent physical damage. As reported, the device was very difficult to lock down at the base. This issue will be documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that during a laser induced thermal therapy (litt) the surgeon was having difficulty locking the precision aiming device (pad). The joints appeared loose. The account used another pad and completed the case without issue. There was no reported impact to the outcome of the patient.